Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that one day after intubation the flange part had torn. The patient was recannulated. There was no patient harm.

Manufacturer narrative:
Analysis of the returned sample confirmed the neck strap hole was cracked. All visual, functional and dimension inspections passes and the origin of the cracked neck strap hole could not be determined. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution.